Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter , smart device and receiver. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 08/25/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed on the transmitter battery and resulted in a failed transmitter battery. The unit had no voltage. The root cause could not be determined post investigation.